Manufacturer narrative:
This report is being submitted to update section e1. The local area sales representative was contacted for additional information such as initial reporter details. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this lead was an attempted implant. During the procedure, there were placement difficulties and the helix became fractured. As a result, the procedure was completed with another lead. No adverse patient effects were reported. This lead has not been returned.

Manufacturer narrative:
The local area sales representative was contacted for additional information such as initial reporter details. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this lead was an attempted implant. During the procedure, there were placement difficulties and the helix became fractured. As a result, the procedure was completed with another lead. No adverse patient effects were reported. This lead has not been returned.